Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred after the customer exposed the pump to rain water. Subsequently, it was reported that the cartridge was observed to be leaking. Customer's blood glucose level was 100 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin delivery.